Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported cannula detachment. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the cannula detached from the pod and could not pierce the skin. The patient could not recall further details regarding the incident. Further information was solicited but not provided.